Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 287 (mg/dl). A correction bolus with the pump was administered to address bg levels. Reportedly, customer believes a bolus for food eaten had not taken effect resulting in the elevated bg level experienced. Recommendation was made to consult with their health care provider to discuss diabetes management.